Event description:
It was reported that the patient had stimulation in the wrong location. The patient was walking at the mall about 2 weeks prior to the report and he felt an electrical sensation along the track between his implantable neurostimulator (ins) and the lead. The patient also developed a rash along this area. The sensation and rash went away when the stimulation was turned off. The stimulation was felt in the target area. This occurred on a chronic basis when the stimulation was turned on. There was no known accident or incident related to this event. It was further reported that there were greater than 4,000 ohms on some of the bipolar pairs. The manufacturing representative conducted impedances at 1.5 volts and 210 microseconds. All the pairs with 0 were greater than 4,000 ohms and 2-4 pairs were greater than 4,000 ohms. The other pairs with 2 and 4 were in normal range and the other electrode pairs were normal range. The manufacturing representative conducted impedances at 2 volts and 450 microseconds and all pairs with 0 were greater than 4,000 ohms, along with pairs 3-5 and 3-7. The 1-2 pair was 305 ohms, which was a bit low. The patient had been programmed using 0-1 and 5-6 on program 1 and 4-7 on program 2. Pair 5-6 was 647 ohms and pair 4-7 was 2007 ohms. Pairs 1-4 and 2-4 were both 2007 ohms. The other pairs were between 600-2000 ohms. The ins was at 3.12v which was still early in the ins life. Reprogramming was performed at the time of the complaint. The patient outcome was not reported. Follow up is being conducted, but was not available at the time of this report. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had again developed a rash-like appearance along with uncomfortable stimulation.he patient was reprogrammed by the manufacturing representative reprogrammed the patient at their last appointment and it seemed to help until a few days prior to the report. The patient would be following up with his physician. Interventions and patient outcome were not provided. Follow up has been requested, but was not available as of the date of this report. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant: product ID 7435, serial# (B)(4), product type programmer, patient. Product ID 7495-66, serial# (B)(4), implanted: 2000-(B)(6), product type extension. Product ID 3988, lot# n24015, implanted: 2000-(B)(6), product type lead. Product ID 7495-66, serial# (B)(4), implanted: 2000-(B)(6), product type extension, product ID 3988, lot# n24015, implanted: 2000-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient experienced a shocking sensation along the lead path. The rep said the patient had a pns and the lead tip is in the ankle/foot area. The lead runs the length of the calf (where the patient felt the shocking) and the ins was in the upper thigh. The patient didn't feel the shocking above the lead placement/calf. Impedances were ran and 0 pairs were above 4k ohms along with 1-3 and 2-3 pairs, but the patient wasn't programmed on contacts 0 or 3. The rep attempted to reduce pw and rate so far. The rep said x-rays were done and showed no fractures. The rep said the patient broke their toe in april and has crps so between then and now, their crps has been in a flare up and they've had lumbar injections,increased medications, and increased pain. The patient used to feel the stim when weight bearing/walking, but now they felt it all the time. The patient said it felt like the sensation was on the actual lead wire. Impedances were ran at 3.5v and 450 pw and resulted in on pair 0-3. All other pairs ranged from around 600 to 3500 ohms. The rep said the patient had 2 programs and they were avoiding any pairs with high impedances. The rep said the patient had been seeing a different rep and thought that the patient was reprogrammed in (B)(6)2019, possible around the electrodes. The patient said that everything was fine until the sunday prior to the report. The rep was going to continue programming. No further complications were reported.